Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included adenomyosis, uterine leiomyoma, chronic cervicitis and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, mccall¿s culdoplasty). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved and the psychological trauma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, other injuries/ symptoms : yes. 3 to 8 coils were visible from the os. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, other injuries/ symptoms: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, fatigue, weight gain, migraine, essure confirmation test(s) conducted, specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, other injuries/ symptoms : yes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received- events fatigue, weight gain and migraine were deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included adenomyosis, uterine leiomyoma, chronic cervicitis and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, mccall¿s culdoplasty). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved and the psychological trauma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, other injuries/ symptoms : yes 3 to 8 coils were visible from the os. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Lot number added. New event vaginal bleeding was added.patient's insertion and removal details were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.